Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Concomitants: (B)(6), 320-01-38- equinoxe reverse 38mm glenosphere. 06013824233 (B)(6) - gps implant kit v2. (B)(6),300-01-13 - equinoxe, humeral stem primary, press fit 13mm. (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5. (B)(6), 320-15-05- eq rev locking screw.

Event description:
As reported, approximately 3 weeks and 5 days post the initial left total shoulder arthroplasty, the patient was revised due to a dislocation due to boney impingement. The patient had multiple dislocations and transferred hospitals when they couldn't reduce it. The patient was exchanged to a 42+ 4 sphere and a 2.5 poly. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be related to the reported boney impingement. Additional contributions may be from soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation and/or subluxation are known risks, as outlined in the IFU. The following sections were corrected: h6 clinical code.